Manufacturer narrative:
Three samples model 10014881, unknown lot were returned for investigation. Visual inspection under a microscope showed signs of excess solvent just below the drip chamber. Actions were implemented to improve the assembly process since these lots were manufactured. Production personnel have been made aware of this incident. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported, bd smartsite low sorbing secondary set being occluded. Additional information: patients had their treatment delayed and sometimes cancelled causing us to waste the product that was prepared.